Event description:
Healthcare professional complained that a hemochron signature elite and pt/inr system reported results lower than expected. A patient with age, gender and weight not specified had coagulation status elevated at a hospital clinic. Therapeutic inr range for atrial fibrillation is 2.0-3.0. The hemochron signature elite and pt/inr system reported fingerstick inr of 1.1; repeat testing using the same cuvette lot with another hemochron signature elite instrument reported inr of 2.5, which was the expected result. There was no change in the patient's warfarin dosing. There were no adverse events reported. Hemochron signature elite and pt/inr system successfully passed electronic and liquid quality control testing before patient testing. Customer states they closely follow instructions for use regarding fingerstick blood sampling and cuvette dosing. Cuvettes are stored at room temperature and 30 boxes of cuvettes are consumed twice a month. No issues observed when using j2w01 cuvette lot j4jpt072. Instrument malfunction is not suspected.

Manufacturer narrative:
(B)(4). The serial number of the hemochron signature elite instrument used for patient testing was (B)(4). Method: no ncrs or anomalies related to the complaint were identified. No trends, capas or incident reports for this cuvette lot were identified.